Manufacturer narrative:
The complaint instrument was not returned. Therefore, no technical investigation on the subject could be performed. The corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no material or manufacturing related root cause was determined.

Event description:
A pk papyrus covered stent system was selected tor treatment of the mid lad. After preparation of the lesion with a cutting balloon and pre-dilatation the device was introduced but the stent dislodged. The stent remained in patient's body.